Event description:
Patient diagnosed with hepatocellular ca, underwent percutaneous radiofrequency ablation of liver lesion using machine rf3000 (radiofrequency ablation system). Rf ground pads applied by boston scientific representative/technician on patient's tights. Superficial burns were noted at the end of the case when pads removed from: 1. Right upper anterior thigh, 3 x 4 cms. 2. Left upper anterior thigh, 3 x 4 cms. 3. Left lateral thigh, 3 x 4 cms.